Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, an episode of out of range high voltage lead impedance was observed. It was unclear whether the impedance issue was due to the implantable cardioverter-defibrillator or lead. The patient vibratory alert was turned back on and the patient would be monitored. The patient was stable.